Event description:
The customer reported via phone call that they had issues with their transmitter. Customer also reported a blood glucose of 466 mg/dl. The customer treated their blood glucose with a bolus delivery. Customer stated their blood glucose was high because they did not treat with insulin for their food previously. Troubleshooting advised the customer to call back after fully charging the transmitter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.